Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation but is expected. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope had broken components. The issue was found during preparation for use. The procedure was able to be completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected field: g2 - company representative is not applicable to this event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the the device was bent and deformed, and inner lens was cracked occurred due to use of excessive force by the customer. Olympus will continue to monitor field performance for this device.